Event description:
During a replacement procedure, the new lead would not screw into the existing neurostimulator. The screw would not tighten completely. A new device was used.

Manufacturer narrative:
(B)(4).